Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on unknown date, a patient's head was pinned in an a1059 mayfield modified skull clamp in prone position for an unknown procedure. The patient's head slipped out of the clamp which resulted a small laceration. The laceration was stapled and the skull clamp was taken out of service. It is unknown if there was a surgery delay due to product problem. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements. When the unit was properly positioned and put under pressure, unit did not slip. Unit needs heli-coils added to large starburst threads. Device history records were reviewed and no non-conformances were found. The complaint reported cannot be confirmed. No issues observed. The root cause is undetermined at this time.